Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019, was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implant and explant surgeon is: dr. (B)(6). Block h6: e1310 - captures the reportable event of urinary tract infections f1905 - captures the reportable event of mesh excision.

Event description:
It was reported that after the patient had been implanted with a lynx system device, she experienced recurrent urinary tract infections. She subsequently underwent periurethral removal of the mesh. During the procedure, a cystoscope was placed to identify the periurethral mesh. The mesh was identified, dissected, and trimmed by about 2 cm. Tissue was sent for pathology. The dead space around the urethra was closed with 3-0 vicryl, and the skin was closed with 2-0 vicryl. Floseal was used for hemostasis. Cystoscopy showed intact urothelium. The patient tolerated the procedure well and remained hemodynamically stable.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of march 26, 2019, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implant and explant surgeon is: dr. (B)(6). (B)(6) medical center. (B)(6). Block h6: e1310 - captures the reportable event of urinary tract infections. E2006 - captures the reportable event of mesh exposure and erosion. F1905 - captures the reportable event of mesh excision. Block b5 has been updated.

Event description:
It was reported that after the patient had been implanted with a lynx system device, she experienced pain, mesh exposure and erosion, and recurrent urinary tract infections. She subsequently underwent periurethral removal of the mesh. During the procedure, a cystoscope was placed to identify the periurethral mesh. The mesh was identified, dissected, and trimmed by about 2 cm. Tissue was sent for pathology. The dead space around the urethra was closed with 3-0 vicryl, and the skin was closed with 2-0 vicryl. Floseal was used for hemostasis. Cystoscopy showed intact urothelium. The patient tolerated the procedure well and remained hemodynamically stable.